Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- device code 2017- excessive force.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy tortuosity and 90% stenosis. The 2.5x38 mm xience xpedition stent delivery system (sds) could not cross the lesion due to the anatomy despite good preparation of the lesion. During withdrawal there was resistance with the anatomy, force was applied, and the proximal shaft was noted to be separated. There were fractured stent struts noted as well. The proximal portion was simply withdrawn. Another xience sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that force was used when resistance was encountered. It should be noted that the xience xpedition instructions for use states: ¿applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.¿ in this case, the force used appears to be a reasonable clinical responce; therefore, a follow up letter will not be requested. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s heavily tortuous and 90% stenosed lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging lesions during removal, as resistance was again noted, likely contributed to the difficulty encountered during removal. Manipulation of the sds when resistance was encountered, likely contributed to the reported shaft separation and stent break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.